Event description:
It was reported that the patient experienced difficulty charging beyond two bars. Database analysis showed signs of poor charger to ipg coupling. The ipg appears to be working as expected. The charging difficulty was confirmed to be related to the charging technique and short charging time. It was also reported that the ipg had tilted slightly in pocket. The patient underwent a revision procedure wherein the ipg was repositioned and remains implanted. The patient was doing well postoperatively.

Manufacturer narrative:
Exact date unknown, event occurred couple of months ago from the date the manufacturer was made aware.